Event description:
The customer reported that during a bypass operation, the luer connection between the delivery line and extension leaked. The samples were saved and will be returned to quest. Product code 5001102; lot number 27631.p07.